Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert due to non-sustained rv oversensing episodes. The device exhibited post paced t-wave oversensing on a stored egm. Programming changes and further testing were recommended.